Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post-procedure.